Event description:
Patient underwent a laparscopic assisted virginal hysterectomy on 2/9/93. During surgery, the surgeon experienced a problem with the stapler in which the staples were not closing properly. Post-op the patient experienced abdominal distention, bruising, and a drop in her h/h. On 2/15 the patient was returned to surgery and an evacuation of a hematoma through the vaginal canal with 100 cc's blood evacuated. On 2/17/93, the patient was returned to the or and found to have a ureter severed from the bladder and a staple around the top of the ureter leading to the kidney. The area was irrigated, repaired and a neprostomy tube placed of 4-5 months to allow time for healing at which time a prosthetic ureter willhave to be placeddevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: invalid data. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.